Event description:
As reported, patient had breast redness (erythema) post implant of galaflex and underwent additional surgery. Addendum: as reported, during bilateral mastopexy with fat grafting procedure on (B)(6) 2024, galaflex (10 x 20) was cut into two and implanted on both sides. Post implant of galaflex, patient had red breast, some wound break down at the t-junction and treated with antibiotics. It was fully recovered approximately 1 to 2 weeks ago (as on (B)(6) 2024) and the surgeon hold on surgical intervention due to discussion with us surgeon.

Manufacturer narrative:
As reported, the patient had breast redness post implant of galaflex. The information available currently is limited. Based on the information obtained to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the reported patient postoperative condition. A review of the manufacturing records finds the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in january 2023. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the additional information received. As reported, the patient had red breast, some wound break down at the t-junction thereby underwent treatment with antibiotics. No conclusions can be made as to what if any extent the device caused or contributed to the patient post operative course. The treatment with antibiotics fully healed the patient. The adverse reaction section of the instructions-for-use, supplied with the device list wound dehiscence as a possible complication. Updated fields: b4, b5, d.6a (medical device implant date), g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - remains implanted.

Manufacturer narrative:
As reported, the patient had breast redness post implant of galaflex. The information available currently is limited. Based on the information obtained to date, no conclusions can be made as to the degree to which the implant may have caused or contributed to the reported patient postoperative condition. A review of the manufacturing records finds the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of units released for distribution in (B)(6) 2023. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, patient had breast redness (erythema) post implant of galaflex and underwent additional surgery.